Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the femoral catheter was placed with ultrasound guidance. The procedure went as expected until the catheter was threaded over the wire as done with the seldinger technique. The catheter was successfully placed, but when the wire was withdrawn through the catheter, it uncoiled and snapped. It was unable to be successfully withdrawn. Surgery and ir were consulted, and the patient now having to undergo a procedure to have successfully removed.